Event description:
It was reported the patient experienced a return of pain after a non-device related fall. The physician confirmed with imaging taken in the field that the superion indirect decompression spacer had dislodged. The patient underwent a revision procedure where the spacer was repositioned and did well postoperatively.